Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing. All results were within specification. Therefore, issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" and "scan again in 10 minutes" message from the adc device. The customer reported they were hospitalized for covid-19 symptoms when they encountered this issue and as a result, was unable to obtain readings from the sensor. The customer experienced a loss of consciousness and seizure, requiring hcp administration of lemonade syrup and insulin for treatment for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.